Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient exhibited loss of capture during a pre-discharge check on their left ventricular lead. An x-ray revealed that the left ventricular lead had become dislodged. Lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.